Manufacturer narrative:
Field g4 premarket/510k in section g, all manufacturers contains both documents k193473 and k210608 whose character limit prevented both entries from the field. Good faith effort attempts were made to try and retrieve the device return status. As of today, no information has been received. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the health care professional (hcp) contacted boston scientific technical services (ts) to request why this insertable cardiac monitor (icm) device had reached recommended replacement time (rrt) battery status earlier than expected. Ts discussed the reason behind the reported issue could not be determined without device analysis and provided warranty information. The hcp further noted this icm device would be replaced in the future. Additional information from boston scientific field representative provided this icm device was explanted and replaced with a medtronic cardiac monitor device due to the initially reported issue. No adverse patient effects were reported. This icm device has not been returned.

Event description:
It was reported that the health care professional (hcp) contacted boston scientific technical services (ts) to request why this insertable cardiac monitor (icm) device had reached recommended replacement time (rrt) battery status earlier than expected. Ts discussed the reason behind the reported issue could not be determined without device analysis and provided warranty information. The hcp further noted this icm device would be replaced in the future. Additional information from boston scientific field representative provided this icm device was explanted and replaced with a product manufactured by another company due to the initially reported issue. No adverse patient effects were reported. This icm device has been returned, and analysis has been completed.

Manufacturer narrative:
This insertable cardiac monitor (icm) device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Neither visual examination nor x-ray examination of the device identified anomalies. A review of device memory found low voltage measurements. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The battery was forwarded for detailed analysis. This analysis found no indication of a latent current leakage path within the battery. The results of device analysis confirmed the battery to be depleting irregularly; however, the root cause was unable to be determined. Field g4 premarket/510k, from section g all manufacturers, contains both documents k193473 & k210608 whose character limit prevented both entries from the field.